Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels. Customer was treated through intravenous fluids and insulin drip, and was released on (B)(6) 2015. Reportedly, the cause for the hospitalization was due to the infusion site.